Manufacturer narrative:
Internal complaint reference: case (B)(4). Badge, r., kailash, k., dickson, d. R., mahalingam, s., raza, a., birch, a., ... & trail, I. A. (2016). Medium-term outcomes of the universal-2 total wrist arthroplasty in patients with rheumatoid arthritis. The bone & joint journal, 98(12), 1642-1647. Doi: 10.1302/0301-620x.98b12.37121.

Event description:
It was reported that, on literature review "medium-term outcomes of the universal-2 total wrist arthroplasty in patients with rheumatoid arthritis", 1 patient who initially underwent primary twa with a universal 2 twa implant to treat rheumatoid arthritis required a conversion to arthrodesis due to to radial impingement 5 months post-operatively. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
Section h10: this complaint was originally created in the integra lifesciences complaint management system. This complaint is being migrated into smartsolve as complaint handling for this product has transferred from integra to smith+nephew. As such, some details in the complaint record may represent legacy integra complaint handling processes. No parts associated with this complaint have been returned to austin for evaluation, so the failure could not be confirmed. According to risk documentation for the uni2 system, potential causes for the adverse events alleged by this complaint include inadequate design, inadequate or incorrect surgical technique, and inappropriate patient selection. If the part is later returned, this investigation may be reopened and updated. As the parts were not returned, a definitive root cause could not be determined. According to risk documentation for the uni2 system, potential causes for the adverse events alleged by this complaint include inadequate design, inadequate or incorrect surgical technique, and inappropriate patient selection. If the part is later returned, this investigation may be reopened and updated. Internal complaint reference number: (B)(4). Section h6 (clinical code) was corrected.